Event description:
During bypass surgery coseal was used in an off label use (not to seal an anastomosis). The pt was taken off bypass and proceeded to be in full "cardiac arrest". The pt was then placed back on bypass and the surgeon "went back in." The md performed an arteriotomy and found a white material on the valve structure. The pathology report indicates that fibrin was found. The surgeon reported that this pt required multiple platelet transfusions. The surgeon reported that after this event the pt had no post-operative deficit or injury.